Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a bent electrical contact. As a result, an in-house tip accessory is unable to be properly installed onto the tube adapter. Additional observation related to the customer reported complaint: the instrument was found to have abrasions on the tube adapter. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 0.44mm x 0.46mm in size. Due to the broken tube adapter, a detached fragment is observed that was not returned with the instrument. The complaint regarding damage to the tip of the instrument was confirmed by failure analysis. Common causes of a broken instrument tube adapter may be attributed to excessive force applied to an installed tip accessory during use, such as inadvertent collisions with other instruments. Additional common causes include improper installation or removal of the tip accessory.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar cautery instrument tip was damaged. The spatula tip will not attach. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.